Manufacturer narrative:
Additional information: h4: (device mfg date) has been updated, based on extended investigation. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication, that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed. And a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported, that during the adc freestyle libre 2 sensor application, the applicator was stuck on their arm along with the sensor. And would not come off. The customer further reported, self-presenting at a hospital, where it was removed. And no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that during the adc freestyle libre 2 sensor application, the applicator was stuck on their arm along with the sensor and would not come off. The customer further reported self-presenting at a hospital where it was removed and no further information was provided. There was no report of death or permanent injury associated with this event.